Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced no auditory percept and open circuit. Reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant the device and reimplant the patient with another cochlear device but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.